Event description:
The consumer reported that the patient experienced a loss or change of therapy. The patient had a return of bladder symptoms in (B)(6) 2016. The problems started with a urinary tract infection (uti) on (B)(6) 2016. The patient saw their health care provider (hcp) on (B)(6) 2016 and they recommended the patient get in touch with their manufacturer representative. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.